Event description:
During review of the event history log system error 322 was discovered. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found instances of "system error 322" in the event history log that were not presented during service evaluation. The software was upgraded per the approved remedial action activities to address non-mechanical issues associated with system error 322.